Manufacturer narrative:
Additional narrative: part number: 286240040, lot number: 1207mi. Supplier: (B)(4). Batch1: released on (B)(6) 2008 with no ncr generated during production. The product was returned to us customer quality(cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that connecting ends of the in-situ rod bender were found to be worn and deformed. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition of in-situ rod bender would have contributed to the complained device interaction issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2021, the instruments are worn and slipped off the rod. The surgeon used different bending tools to complete the procedure. There were no patient consequences. This report involves one (1) expedium spine system rod bender, in-situ. This is report 1 of 2 for (B)(4).